Event description:
It was reported that the physician was unable to completely insert the proximal end of the lead into the implantable neurostimulator (ins) header block. The physician tried to insert the lead numerous times, but the contacts of the lead overlapped with the contacts of the header block. The physician decided to implant a different ins, with an extension. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3889-28, serial# unknown, implanted: (B)(6) 2012, explanted: na. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator model 3058 serial# (B)(4) found the setscrew backed out too far. (B)(4).